Event description:
It was reported that approximately 17 months post implant of a bifurcated device and suprarenal aortic extension, the patient was discovered to have an endoleak. The physician attempted to repair the endoleak on (B)(6) 2015 but was unsuccessful. The main body was difficult to deploy properly. After 3 attempts failing to safely get the main body in position, as the device kept getting caught in the same position, the physician aborted the re-lining procedure. Post surgery the patient dealt with a 2 hour ordeal of a cold leg. The patient needs time to recover before they attempt an open explant.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: suboptimal medical documentation and imaging studies were available for this review. Product use might have been incongruent with the IFU due to the greater than 90 degree angulations of the iliac arteries as seen on the implant angiogram. Cautionary product use conditions that might have contributed to this event included: severe calcifications at the bifurcation and bilateral iliac arteries; and, the inability to tolerate contrasted CT surveillance. Patient factors that might have contributed to this event included antiplatelet therapy due to an increased risk of bleeding complications and ongoing risk factors for aneurysmal disease progression. At implant, there might have been evidence of small type ii endoleak at the distal aorta, involving the right side of the aortic graft. Sixteen months post implant, there was evidence to support: a partial stent collapse at the bifurcation; anterior component shifting, with an approximate 1.3 cm overlap reduction; a type iiib endoleak near the inferior margin of the aortic cuff (left side). The described "abundant delayed image enhancement" (type ii endoleak) was not demonstrated on both the CT and angiogram studies; this finding might have been explained by the scattered calcifications within the aortic sac observed on the non-contrast sequence. The unsuccessful secondary procedure to reline the main body was confirmed and there was evidence to support: an inability to deploy the main body stent (x2); and, a complication of a right tibio-peroneal trunk and posterior tibial emboli for which a successful embolectomy and vessel repair was performed. The patient was discharged home on the eight post-operative day on anticoagulation (warfarin); their recovery was complicated by etoh withdraw. At the time of this report, the patient had not returned to the hospital for treatment of this endoleak. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause could not be conclusively determined. However, the clinical assessment identified the device use was incongruent with IFU due to severely tortuous and calcified anatomy.